Event description:
It was reported that the operating room nurse loaded the zimmer dermatome blade upside down. Full thickness skin graft, was set to 0.016. The scrub nurse put the blade incorrectly. The wound was closed by primary re-approximation. The pt has minimal scar, no significant pain, and mild hypoesthesia. Add'l clinical follow up info from the hospital indicated that the scrub who had inserted the blade incorrectly was experienced with the zimmer air dermatome use and set-up.

Manufacturer narrative:
The product was not returned to the MFR for eval. A follow-up medwatch will be submitted once the investigation is complete.